Event description:
It was reported that after catheter insertion, there was resistance when removing the stylet, and the tip of the removed stylet was twisted about 20 cm, and broke when touched for examination. No other information was provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken stylet is confirmed and was determined to be use-related. One hydrophilic stylet with t-lock was returned for evaluation. An initial visual observation revealed the stylet was returned in two segments, the proximal section containing the t-lock and the distal section containing the distal tip. The distal segment was observed to be twisted and coiled up around itself. Use residue was observed on the returned sample. A microscopic observation revealed the fracture surfaces of the coiled wire were flat and granular. The coiled wire was observed to extend itself beyond the length of the core wire on both segments. The fracture surfaces of the core wire were observed to be flat and granular with some tapering and curving of the core wire leading up to the break. The weld tip of the stylet was observed to be present and intact. The observed features of the break sites indicate the break was caused by excessive tensile (pulling) forces and/or withdrawing the stylet at an angle. This complaint will be recorded for future trending and monitoring purposes.